Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (na mcg/ml at na mcg/day) and dilaudid (hydromorphone) (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that they were doing magnetic resonance imaging (MRI) of the thoracic and lumbar spine to evaluate if the catheter was broken. The healthcare provider (hcp) did not have any further information about the issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported.   On 2024-10-24 (B)(6) (con): additional information was from a consumer (con) stated that they just finished their magnetic resonance imaging MRI and asked if the pump will "start back up again" on its own or if a medtronic representative needs to turn it back on. The agent reviewed with patient that pump is designed to start back up again on its own. The patient stated that they saw pump motor stall on their personal therapy manager (ptm). The agent reviewed the MRI compatibility and redirected the patient to a healthcare provider (hcp).